Event description:
It was reported patient underwent left hip revision 5 months post implantation for pain and impingement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by medical records. Review of revision op notes confirms that the patient underwent revision left arthroplasty on (B)(6) 2012 due to pain. Operative notes confirms that the patient was revised due to pain and impingement (loosening questioned but ruled out). Lateral approach. Stem and shell well-fixed and left in place, shell secured with 2 additional screws. Socket was very deep in the acetabulum and felt that there was a tendency for the neck to impinge on the rim. New head and lateralizing liner placed. Upon checking rom, hip was generally felt to be stable with some mild tendency to dislocation in full extension, external rotation. Cultures and biopsy sent but no gross pus or sign of infection noted. It was also stated in the notes that the surgeon believed it was a mechanical impingement which we corrected with using the lateralizing liner and another +7.5mm head. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical product(s): item# 00877504003/ biolox head / lot # 2606708; item# 00875705601/ shell/ lot # 61903786; item # 00771101520/ stem/lot # 61712783; item # 00625006530/ bone screw/ lot # 61911788.

Event description:
It was reported that patient underwent hip revision surgery approximately 6 months post implantation due to unknown reasons. The head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.